Event description:
It was reported that during a routine device changeout procedure for normal battery depletion (nbd), this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms for all vectors using the right atrial (ra) coil. Subsequently, the therapy vector was programmed rv coil to can to overcome the event and the clinic will continue to monitor the patient and will re-check the ra coil configurations at the upcoming in-office visit. This rv lead remains in service. No adverse patient effects were reported.